Event description:
It was reported that the patient presented for a replacement surgery. Prior to the procedure, it was noted that the pacemaker failed to be interrogated. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The complaint of failure to interrogate was confirmed. The device was in back-up mode upon receipt. Analysis of device image indicated the device went into backup mode after explant, which is consistent with exposure to cold temperature. After the device was restored from backup mode, the device was found to be at elective replacement indicator (eri) level. Further analysis performed determined loss of telemetry consistent with an integrated circuit anomaly. Longevity assessment was performed, and implant duration has exceeded total projected longevity indicating normal battery depletion.